Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The caller was unable to successfully load a cartridge and resume insulin therapy as the cartridge alarm recurred. The customer reverted to an alternate pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.